Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). Same case as 2134265-2009-05294 and 2134265-2009-05442. This report is regarding the filterwire device that was used during the procedure. The patient was enrolled in (B)(6) of 2007. A type ii iesion was identified in the left carotid artery. The target vessel reference diameter was 6.0mm and the lesion length was 6mm. There was 80% stenosis as measured via nascet. The target vessel was moderately tortuous with 1+ calcium present. There was no thrombus, no ulceration, no dissection and no pseudo-aneurysm present. Cerebral protection, a filterwire ex (190cm) was successfully used during the procedure. A carotid wallstent monorail 9.0/30mm was successfully placed at the intended site. Pta was performed with a maverick balloon catheter. Atropine 0.5 ui was administered during the procedure. No vasodilator was used. A transient ischemic attack (tia) was observed during the procedure. No action was taken. The tia resolved without residual effects. There was successful placement of the stent at the intended site, there was successful use of the cerebral protective device and the procedure was technically successful. Residual stenosis was 0-29%. Post-procedure the patient was asymptomatic. The wallstent was found to be patent. There were no complications less than 24 hours after procedure.